Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturer_s experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Reportedly the recipient still benefits from the device and uses it regularly.

Event description:
During a regular fitting session on (B)(6) 2018 in situ measurements were indicative of device malfunction. The recipient wears the device regularly and there has been no decrease in hearing performance. The recipient does not report any strange noises or unusual sensations while using the device. The user is being monitored and according to information received the recipient is still doing well and has good hearing performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements indicated a device malfunction. The recipient uses the device regularly and there has been no affect on hearing performance. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. According to the information received, the device was most likely in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
During a regular fitting session on (B)(6) 2018 in situ measurements were indicative of device malfunction. The recipient wears the device regularly and there has been no decrease in hearing performance. The recipient does not report any strange noises or unusual sensations while using the device.